Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted no obvious defects. Attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution could be seen going directly into the drainage lumen and it leaked back out the top side of the funnel. This indicates that there is lumen to lumen leakage. This fails to meet specifications stating "leaks between lumens are not allowed." Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be operator spins the inflation pin when loading and unloading the piece. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out from the patient during the surgery. Per follow up via ibc on18aug2020, it seems that there were no visible damage to the catheter balloon. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out from the patient during the surgery. Per follow up via ibc on18aug2020, it seems that there were no visible damage to the catheter balloon. There was no impact to the patient.